Manufacturer narrative:
An event of moderate pericardial effusion post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There was unexpected medical intervention reported to perform pericardiocentesis with minimal liquid drained. The patient was reported as stable throughout and upon re-evaluation the pericardial effusion did not worsen any further. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 12f delivery sheath. The patient was in sinus rhythm during the procedure. The patient had a baseline trace pericardial effusion. Transseptal puncture was posterior mid in the lipomatous septum. The patient's activating clotting time (act) levels were 270sec and the left atrial pressure was 14mmhg. The device was implanted. Post-procedure a moderate pericardial effusion was visualized. The pericardial effusion was measured as 0.739cm and was apical. Protamine was administered. Pericardiocentesis was performed with minimal liquid drained. The patient was stable throughout and upon re-evaluation the pericardial effusion did not worsen any further. The patient was transferred to the cardiac care unit for additional monitoring. The patient status was stable.